Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The product was returned, and the issue was confirmed. The data logs from the case were not sent. No damage or abnormalities were found on the returned pump. When the pump was run, all performance metrics were within specification and no relevant placement signal alarms occurred. Additionally, all metrics were visible on the aic display. Per the results of the clinical review and investigation, the root cause was not determined since the failure mode could not be reproduced and the data logs were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. While on support, the flow and suction were unable to be monitored due to a failure of the devices position sensor. Troubleshooting was performed but this did not fix the issue. The device was replaced due to a ventricular assist device (vad) transplantation.